Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the bipolar bisector was inoperable "didn't work" lever didn't make blade work on the vasoview 6 pro. The device was not used on the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).